Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary (B)(4) no anomalies found proximal segment returned and analyzed. (B)(4) no anomalies found proximal segment returned and analyzed.

Manufacturer narrative:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) no anomalies found proximal segment returned and analyzed. (B)(4) no anomalies found proximal segment returned and analyzed. (B)(4) no anomalies found.

Event description:
It was noted the patient died five months following implant of device system. Cause of death information has been requested and not received.

Event description:
It was noted the patient died five months following implant of device system. Follow up with clinic nurse reported she did not have the cause of death information, but could report there had been no device or lead issues prior to the patient's death.

Event description:
Asku